Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 488mg/dl at the time of the incident. The customer decline to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode pump error alarm during rewind due to corroded motor home switch. Unable to perform displacement due to pump error alarm. Unit received with cracked retainer, minor scratched display window and scratched case.